Manufacturer narrative:
The implant was received and evaluated. It met specifications. Co's conclusion remains the same for this case- granuloma is the probable cause of failure.

Event description:
3 implants placed 11/14/97. 2 were removed 12/16/97. One person affected.